Manufacturer narrative:
(B)(4). Device manufacture date: 09/02/2015-09/03/2015. The actual device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed that the tubing had separated from the y-site. The reported condition was verified. The cause of the condition was determined to be a manual assembly issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the port and the tubing would pull apart without effort. There was no patient injury or medical intervention associated with this event. No additional information is available.